Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure air introduction during aspiration and after removal of the dilator of the sheath was observed. The patient had st elevation associated with this that resolved after ten minutes. Neurological deficits were screened for and none were observed. The sheath was replaced and the procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 43962-80, and data files were returned and analyzed. Data file analysis showed no system notices for the date of the event. Visual inspection showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was torn and leaking. St segment elevation is a known clinical issue encountered during the procedure. In conclusion, the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a torn and leaking hemostatic valve. St elevation is a known clinical issue that was encountered during the procedure.